Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation of the returned eight unused samples. The actual device was not returned to the manufacturing facility however eight unused representative samples from the reported lot were returned for evaluation. Therefore, the investigation was based upon evaluation of the user facility information, eight unused representative samples and the retention samples of the involved product/lot number combination. Visual inspection of the eight unused representative samples and retention samples revealed no defects. A visual and sensory inspection of the retention samples and the eight unused representative samples revealed no anomalies or defects and measurements confirmed all samples met manufacturing specifications. Sheath activation and sheath deactivation force were evaluated on the retention samples and the eight unused representative samples and confirmed all samples met manufacturer specifications. Functional testing could not reproduce the reported failure. A lot history file review was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection and all samples for the complaint lot passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and retention samples of the involved product/lot number combination. Visual inspection of the retention samples revealed no defects. A visual and sensory inspection of the retention samples revealed no anomalies or defects and measurements confirmed that the retention samples met manufacturing specifications. Sheath activation and sheath deactivation force were evaluated on the retention samples and confirmed to meet manufacturer specifications. Functional testing could not reproduce the reported failure. A lot history file review was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection and all samples for the complaint lot passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
(B)(4) reported: "the safety needles are completely unsafe. They do not close so they stay open and we have stuck one baby with these not closing properly. We have opened a couple more and it seems the entire box is this way." Additional information was received on 7/12/16 from the reporting rn, who confirmed the needle was not staying locked in place after activation. She stated they activate against a table top, and have used the product for a number of years. It appeared to be locked in place, but was not. The rn said the issue was specific to this one lot. She stated they requested/received a replacement lot and have not had any further issue. No harm to baby who incurred needle stick from "unlocked" needle. The reporting rn reported "he was fine, he just got an extra little poke." It was reported no impact to the patient and the immunization was delivered as intended.